Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/04/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and a barbed suture was used. During suture, the fixation tab came off the suture while continuous suturing. There were no adverse patient consequences reported.